Event description:
Cryoablation procedure performed on (B)(6) 2014; case was completed with cryo and patient was discharged from hospital. Information received by medtronic indicated that the patient went to see an ophthalmologist on (B)(6) 2014 as the patient had been experiencing some difficulty in seeing. The patient was diagnosed with branch retinal artery occlusion. The patient has been under observation. Additional information received (B)(4) 2013: no treatment was conducted, however damaged vision for the right eye is confirmed. There was no inconvenience in everyday life with both eyes.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction. Bin files were reviewed and showed that at least 11 injections were performed with the catheter without any system notice or issue.

Event description:
Cryoablation procedure performed on (B)(6) 2014; patient discharged from hospital. Information received by medtronic indicated that the patient went to see an ophthalmologist on (B)(6) 2014 as the patient had been experiencing some difficulty in seeing. The patient was diagnosed with branch retinal artery occlusion. The patient has been under observation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.